Event description:
Surgeon was using a ta 60 4.8mm stapler, not all of the staples deployed during firing which caused bleeding. The cut end of the pancreas was over sewn using a running locking suture. At this point, the abdomen was irrigated with two liters of warm normal saline. There was no evidence of bleeding.